Manufacturer narrative:
A visual examination found that the device returned with the basket in the closed position. Additionally, the coil assembly was buckled 2cm from the proximal end of the sidecar and the sheath was torn approximately 3cm from the tip. Functionally, the basket extended and retracted without issue. When extended, the basket was found to be twisted and folded over. Once unfolded, the basket wires were found to be even and undeformed. Additionally, residue was present on the device indicating use. The condition of the returned incident device was not consistent with the complaint that the basket would not open. However, the evaluation found that the sheath was torn. The torn sheath likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during a stone retrieval procedure performed on (B)(6) 2011. According to the complainant, during the procedure the basket would not open. Two shafts of the basket were stuck together, consequently making the basket appear as a loop. Therefore, it was not possible to remove the calculation. The procedure was completed with another another rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; sheath torn.